Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 20nov2018. Philip's remote support engineer troubleshot with the customer. The customer ordered a replacement central processing unit printed circuit board assembly to address the issue. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date rec'd by MFR: 19feb2019. Method, results, conclusion. A central processing unit (cpu) board was returned for analysis. An investigation was performed on the returned part and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator screen was black while still ventilating. The device was in use at the time of the event; however, there was no patient harm reported. The patient was switched to another ventilator. The event date was not specified; estimate used.